Event description:
The following limited info has been reported by the dialysis ctr concerning a pt death that reportedly occurred in 2002. It was reported that the pt was using the meridian hemodialyis machine, medisystems blood tubing, baxer fistula needles and baxter dialyzer. It was reported that the pt experienced nausea, vomiting and diarrhea during treatment. The pt expired after treatment. No further info is available at this time.

Event description:
The facility reported the pt arrived for third shift dialysis treatment in 2002. A meridian hemodialysis machine was used in conjunction with a fresenius f80 dialyzer (reuse #2) at a blood flow rate of 500 ml/min through a gore-tex graft. The acid concentrate used during the treatment was a 2 calcium, 2 potassium bath. One and one half to 2 hours into this session, the pt complained of cramping, shortness of breath and lightheadedness. The pt was administered oxygen after complaints of shortness of breath. The blood pressure during the treatment was noted to be 129/686 (sitting). The 4 hour session was completed with no machine alarms documented. The pt was discharged to home in a wheelchair. At home (exact date and time unknown), the pt complained of lower abdominal pain then stopped breathing. 911 was called. Pt was flatline upon emt arrival to home. CPR attempts failed. The pt expired the following day: the cause of death is unknown.